Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for the ¿repair of ventral incisional hernia with mesh¿ operation were not provided.] (B)(6) 2011: (B)(6) . Radiology-CT abdomen/pelvis with contrast. History: abdominal pain since 1400 hours yesterday. Intermittent nausea throughout the day. Emesis x1. Findings: there is an anterior midline, slightly to the right, umbilical hernia with herniated fat only. Below the umbilicus, there is a ventral protrusion containing small bowel loops. There is some infiltration of the surrounding mesentery in this region and there maybe a small amount of surrounding fluid or edema. Impression: right anterior paraumbilical hernia with herniated fat only. Ventral hernia to the umbilicus with some edema of the surrounding mesentery in this area. There are distended loops of small bowel without evidence of incarcerated hernia. (B)(6) 2011: (B)(6) . Radiology-CT abdomen/pelvis with contrast. History: mid abdominal pain. Findings: there is contrast in the distal esophagus which may be from gastroesophageal reflux and there is a probable tiny hiatal hernia. There is a right paraumbilical hernia containing fat and the fat is herniated though an approximately 2.4 cm transverse x 1.4 cm ap gap in the anterior abdominal wall, similar to the prior exam. The mesenteric fat contained within the hernia measures approximately 8.4 cm transverse x 4.6 cm ap x 6.3 cm craniocaudal. There is also a separate infraumbilical hernia with diastasis of the rectus abdominus muscles and skin thickening, and this contains nonobstructed loops of small bowel. Impression: right anterior paraumbilical hernia containing fat is unchanged. Midline ventral infraumbilical hernia containing nonobstructed loops of small bowel similar to the prior exam. Hepatomegaly and fatty infiltration of the liver is again noted. Previous cholecystectomy and hysterectomy appearance. (B)(6) 2011: (B)(6) . Radiology-x-ray abdominal series. History: pain. Findings: views of the abdomen demonstrates air-filled levels of the small bowel consistent with a moderate intestinal ileus. Partial obstruction could also appear similarly. Impression: distended small bowel. There is also diffuse haziness of the abdomen. The findings are consistent with and intestinal ileus. No additional abnormality is noted. Partial obstructed process could also appear similarly and further clinical correlation is recommended. (B)(6) 2013: (B)(6) . Operative report. Preoperative: recurrent ventral incisional hernia. Severe intestinal adhesions. Postoperative diagnosis: recurrent ventral incisional hernia. Severe intestinal adhesions. Procedure performed: exploratory laparotomy. Extensive enterolysis. Repair of large, recurrent ventral incisional hernia with mesh. First assistant: (B)(6) . History: this 55-year-old white female, who had multiple previous abdominal surgeries including repair of ventral incisional hernia with mesh, has developed a large, recurrent ventral incisional hernia and also has been having on-an-off, moderately severe abdominal pains indicating possible radiation and the patient was, therefore, advised exploratory laparotomy, lysis of adhesions, repair of large ventral incisional hernia with mesh. The procedure, possible risks and complications including infection, bleeding, occasional need for removing the mass if it gets infected, etc., were discussed with the patient. She understood the same and agreed to the procedure. Operative procedure: ¿under good general endotracheal anesthesia with the patient in the supine position, the anterior abdominal wall was adequately prepared and draped. A midline vertical abdominal incision of about six inches was made through the previous surgical scar, starting about an inch above the umbilicus and extending downward. The incision was deepened through the skin and subcutaneous tissue while obtaining hemostasis using cautery. The ventral incisional hernia sac was quickly noted, identified and dissected free. The sac was opened and multiple loops of small bowel that already had entered the sac were carefully released and reduced into the peritoneal cavity. The sac was excised down to the fascial layers. The previously placed mesh which had to be opened through was also removed and the fascial margins were obtained in all directions. The multiple dense intestinal adhesions were released in the lower part of the abdomen including the adhesion into the pelvis. The area was thoroughly irrigated and once complete hemostasis was re-ascertained, the 15 x 10 cm double layer mesh was obtained. The mesh was trimmed to shape to fit the hernial defect and the mesh was sutured all around using 0 ethibond interrupted sutures. Suturing was started on the left side and when the right side was reached, the mesh was trimmed as needed to make it a firm repair and this was completed on the right side. The subcutaneous tissue was irrigated using warm saline solution. A large, flat jp [jackson-pratt] drain #10 was placed in the subcutaneous tissue through separate stab incision in the lower part of the abdominal wall and the exit site was sutured to the skin using 3-0 nylon suture. The subcutaneous tissue was closed using 3-0 vicryl interrupted sutures in front of the drain and skin margins were closed using staples. The patient tolerated the procedure well and was transferred to recovery room in good condition.¿ (B)(6) 2013: (B)(6) hospital. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp06. Lot batch code: 10497665. W.l. Gore & associates. Abdomen. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/ 10497665) was implanted during the procedure. (B)(6) 2013: [illegible facility]. (B)(6) . Pathology report. Accession number: hs-13-02920. Source of specimen: a hernia sac and omentum. Final diagnosis: ventral tissue: hernia sac. Separate fragments of mature adipose tissue consistent with omentum. Hereby I certify that I have personally examined the above specimen and reviewed the report. Clinical information: pre-op diagnosis: adhesion, ventral hernia. Gross description: ¿hernia sac and omentum¿. The specimen is received in formalin and consists of five specimens in one container. Two specimens show areas of rubbery, somewhat firm, fibrous tissue and fibromembranous tissue. These specimens measure 3 x 2 x 2 cm and 5 x 2 x 2.5 cm. The three remaining specimens are composed of yellow lobulated omental-type tissue, one of which is associated with an additional surface of tannish pink fibromembranous tissue. The omental fragments measure from 9 x 5 x 2 cm to 3 x 6 x 3 cm. Representative sections are submitted in one cassette. (B)(6) 2013: (B)(6) hospital. Discharge summary. Has had multiple previous abdominal surgeries including repair of ventral incisional hernia with mesh. Has developed a large recurrent ventral incisional hernia. Has been having on and off moderately severe abdominal pain with possible radiation. Preadmission medications: warfarin, lovenox, metformin. Weight: 173 lbs. Exam: abdominal: positive for left lower quadrant abdominal wall bulging with no tenderness and the mass is reducible. Hospital course: began on (B)(6) 2013 when patient was brought to medstar harbor hospital for surgery. Patient was taken to the operating room for an exploratory laparotomy with lysis of adhesions and repair of large recurrent ventral hernia with mesh. In the recovery room, the patient developed some acute hypoxia. A pulmonology consult was obtained and recommended increased oxygenation. Patient oxygen needs slowly decreased and at the time of discharge, patient was able to go home without oxygen. On (B)(6) 2013, patient was found to be medically stable and ready for discharge. Discharge activity level: activity as tolerated. No strenuous activity. (B)(6) 2015: (B)(6) . Operative report. Preoperative diagnosis: large recurrent ventral incisional hernia. Postoperative diagnosis: large recurrent ventral incisional hernia with extensive small bowel adhesions. Procedure performed: exploratory laparotomy. Lysis of extensive small intestinal adhesions. Repair of large recurrent ventral incisional hernia with mesh. First assistant: (B)(6) . Second assistant: (B)(6) . History: this 57-year-old white female who had multiple previous surgeries including repair of ventral incisional hernias with mesh has a moderately large recurrent ventral incisional hernia and was having increasing pain and hence requested repair of the same. Operative procedure and possible risks and complications including bleeding, infection, recurrence and adhesions, probable need to use a mesh, etc. Were discussed with the patient at some length. She understood the same and agreed to the procedure. Operative procedure: ¿under good general endotracheal anesthesia, with the patient in supine position, the anterior abdominal wall was adequately prepared and draped. A midline vertical incision starting about an inch above the umbilicus, extending to the symphysis pubis was made in the lower abdomen where the hernia was present. The incision was deepened through the skin and subcutaneous tissue while obtaining hemostasis using cautery. The previous mesh was exposed. As the mesh was followed, there was a large hernial defect to the right of the mesh, and this could not be approximated. Therefore, the mesh was removed. The mesh also had extensive adhesions to the small bowel loops in the lower part. These were carefully released, and the mesh was removed all around. Further exploration showed extensive small bowel adhesions among the loops themselves and also to the anterior abdominal wall. These were carefully released, and the margins of the hernia on both sides were defined and dissected free until healthy tissues were reached. The hernia was about 6 inches by 5 inches in size, and suitable double-layer mesh was chosen with the smaller surface to the inside again [sic] the small bower loops. The mesh was appropriately trimmed all around. As the procedure progressed, the mesh was sutured to the healthy fascial tissue all around using #1 ethibond interrupted sutures, and the mesh was trimmed as needed as the procedure progressed. A large flat j-p [jackson-pratt] drain was placed in front of the mesh and was brought out through a separate stab incision in the lower end of the incision, and the drain was sutured to the skin using 3-0 nylon suture. The subcutaneous tissue was closed using 3-0 vicryl interrupted sutures. Skin margins were approximated using staples. The areas were cleaned, and dressings were applied. The drain was shortened appropriately and connected to its collecting system. An abdominal binder was applied to prevent any undue tension over the suture line. The patient tolerated the procedure well and was transferred to recovery room in good condition.¿ (B)(6) 2015: (B)(6) hospital. Implant record. Gore dualmesh® plus biomaterial. Ref #: 1dlmcp06. Lot #: 10980784. Expiration: 09/2015. Manufacturer: w.l. Gore. Size: 18 cm x 24 cm x 1mm. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/ 10980784) was implanted during the procedure. (B)(6) 2015: [illegible facility]. (B)(6) . Pathology report. Accession number: hs-15-02641. Source of specimen: a. Incisional hernia sac. Final diagnosis: hernia sac displaying chronic reactive changes. See note. Note: see hs- [sic] for a prior specimen report for this patient. Clinical information: pre-op diagnosis: recurrent incisional hernia. Gross description: ¿incisional hernia sac.¿ the specimen consists of two fragments of pink-brown fibromembranous type tissue, measuring 3.0 x 2.5 x 0 4 cm. Representative sections are submitted in a single cassette. (B)(6) 2015: (B)(6) . Discharge summary. Hospital course: procedure performed was exploratory laparotomy with repair of a recurrent ventral hernia with mesh and extensive lysis of adhesions. She tolerated the procedure well without any postoperative complication. Discharge instructions: no driving for two weeks and no lifting greater than 10 pounds for four weeks. (B)(6) 2015: (B)(6) . Emergency room visit. Presents with abdominal pain around surgical site which became unbearable over the past 2 weeks. Had surgery on (B)(6) 2015 for a strangulated hernia. States that it is painful to walk, cough, and flatulate. Reports having regular bowel movements and intermittent nausea but denies vomiting. Patient¿s surgeon has retired in the past month and was referred to a new surgeon who recommended that she have a CT scan of the abdomen and a colonoscopy. Patient has not yet done so. Had a bowel obstruction in the past which she relates is not similar to her current episodes. (B)(6) 2015: (B)(6) . Radiology-CT abdomen/pelvis with contrast. Indication: pain; abdomen. Findings: anterior abdominal wall mesh material seen suggesting hernia repair. There is subcutaneous extra-abdominal fluid collection om the midline of the lower abdomen/pelvis measuring 14.5 x 5.8 x 2.8 cm sagittal image 53, axial image 121. There are adjacent inflammatory changes and skin thickening. Impression: anterior abdominal wall collection measuring 14.5 x 5.8 x 2.8 cm superficial to the anterior wall mesh, with adjacent inflammatory changes. These findings consistent with an abscess collection. No evidence of small bowel obstruction. Moderate colonic stool burden. No paracolic inflammatory changes. (B)(6) 2015: (B)(6) . Consultation. Presented to harbor hospital in september with an incarcerated hernia and underwent an open incisional hernia repair with placement of mesh by dr. (B)(6) . She tells me that she was having pain in her abdomen for at least a year before that time. Her pain has persisted since the time of the surgery. She states that it initially slowly began to improve after the surgery as one would expect, but it has been more significant over the past 2 weeks. She also notes that she is very constipated and she thinks that this is due to the iron she takes. Procedure: an aspiration of fluid collection was undertaken at the bedside. Her skin was prepped with chlorhexidine. A 22-gauge needle was used to access the area where the seroma had been seen on the CT scan. No imaging was used. I immediately was able to pull up several ml of clear, straw-colored fluid consistent with a seroma. A dressing was placed. The patient tolerated this well. Assessment/plan: the patient presents with longstanding abdominal pain which has persisted after her hernia repair. She does not have an infection. I told her that the most likely cause of this was residual pain after hernia repair. I do think that constipation is part of her abdominal pain. Admits that it is very difficult for her to have a bowel movement and when she does they require a lot of pushing to get out. This will not please her surgeon as it will likely simply make her have a recurrence of her hernia. (B)(6) 2016: (B)(6) . Operative report. Preoperative diagnosis: lower abdominal pain. Postoperative diagnosis: lower abdominal pain. Procedure performed: diagnostic laparoscopy. Lysis of adhesions. Anesthesiologist: uma prabhakar, md. Type of anesthetic used: general endotracheal as well as 30 ml of 0.5% marcaine with epinephrine. Findings: gore-tex mesh placed interpositional in the abdomen sewn in place with ethibond suture, appears intact with no recurrent hernia, extensive adhesion between the small intestine and the anterior abdominal wall. First assistant: (B)(6) , pa-c. Estimated blood loss: minimal. Indication for the operation: very pleasant 57-year-old whom I first met in the emergency room in (B)(6) 2015. She had undergone a hernia repair approximately 3 months earlier by a surgeon who has since retired. She tells me that she has been having worsening lower abdominal pain at the site of the hernia repair. She had undergone a CT scan in the emergency room which was read as showing inflammation and an abscess collection next to the hernia and thus she was admitted and I saw her as a consult. However, this read was ultimately incorrect; the collection was fact a simple seroma. I have seen her several times in the outpatient setting. She continues to complain of 10/10, constant, tearing pain in her lower abdomen. She underwent a colonoscopy which was normal. She is currently taking only tramadol for this. She smokes a pack per day. I agreed to take her to the operating room to look in the area and evaluate the hernia repair and see if she had any recurrence or anything else that could be causing her pain. The operative note suggests that this is an interpositional graft. Description of procedure: ¿the patient was brought into the operating room and placed supine on the operating room table. She had urinated prior to coming in and thus a foley catheter was not placed. Sequential compression devices were placed. Ancef was administered. General endotracheal anesthesia was initiated. Her abdomen was prepped and draped in the standard sterile fashion with the left arm tucked. A 5 mm incision was made at palmers point, a veress needle was inserted, the abdomen insufflated to 15 mmhg and under direct vision using an optiview trocar, a 5 mm port was placed at palmers point. An additional port was placed in the left side of the abdomen, a third port was placed just adjacent to this; however, the port was not placed at a 90° angle to the skin and it emerged into the peritoneum quite close to a loop of bowel; therefore, I removed this port and put a second port closer to the midline and I took down this loop of bowel using scissors. I closely examined the area where the port had entered and could find no evidence of damage to this loop of bowel. I separated this loop of bowel from the area where the port had been placed, I replaced the port in the correct position. I could see that the omentum was densely adherent to the anterior abdominal wall, presumably where the mesh is, they were very filmy adhesions in this area, these were taken down with scissors and use of electrocautery in some places. There was a thin layer of scar tissue overlying the mesh and I cut into this and partially removed this from the mesh. Underneath the thin layer of scar tissue, I can see a gore-tex mesh with the ethibond suture sewn in all sides. I took down some loops of bowel that were densely adherent to the mesh laterally, this was very tedious and difficult lysis of adhesions as they were quite stuck up to the anterior abdominal wall, I manage to free a couple loops of bowel so that I could get a better look at the entire mesh. I do see that there were loops of bowel adherent to approximately 50% of perimeter of the mesh, beyond this I see multiple loops of bowel adherent to the anterior abdominal wall in the pelvis as well. I took down some of these filmy adhesions to release some of these loops of bowel from the pelvis. I see no evidence of recurrent hernia. I reassessed the site and determined that there were extensive loops of multiple bowel densely adherent to the mesh and it would be dangerous to attempt to take these all down laparoscopically; furthermore, I suspect they would merely immediately re-adhere to the mesh and suture that are present. I again took a look around the belly. I took a look at the loop of bowel that had been a concern when the trocar was initially placed and this appeared to be totally normal, I could see no evidence of damage to the serosa, I could see no evidence of bile leak, I could see no evidence of bleeding from this loop of bowel. I also evaluated the omentum that was taken down and could find no evidence of bleeding. The patient was then desufflated, her port sites were closed with a 4-0 monocryl suture, glue was placed, the procedure was concluded. The patient was taken back to the pacu [post anesthesia care unit] in good condition. The plan is to have a discussion with the patient in the outpatient setting to discuss further potential surgery. If the mesh is what is causing her the pain and I removed, the only way of reconstructing her abdomen that I can ascertain from the diagnostic laparoscopy in looking at the CT scan would be a component separation and it would be mandated that she would stop smoking prior to this.¿ (B)(6) 2016: (B)(6) . Operative report. Preoperative/postoperative diagnosis: recurrent ventral hernia. Operation performed: exploratory laparotomy. Extensive lysis of adhesions lasting approximately 3 hours for excision of previous cortex [sic] lower midline hernia mesh. Ventral hernia repair with mesh and bilateral posterior component separation and right anterior component separation. Vertical panniculectomy. First assistant: (B)(6) , resident. I was present and scrubbed and participated in the entirety of the procedure from start to finish. Findings: previously bridged gore-tex mesh in lower midline hernia, which had pulled away from the fascia on the right side, leaving an approximately 15 x 15 cm round defect once excised. Extensive adhesions of the small intestine and colon to the previous hernia mesh. Indications: the patient is a very pleasant 58-year-old female with a history of copd, smoking, obesity, diabetes type 2, hypertension, and bipolar disorder, who presents with a recurrent ventral hernia. She had initial reported open ventral hernia repair with mesh at an outside hospital. She had previously developed abdominal pain and underwent a diagnostic laparoscopy with lysis of adhesions by dt. Stump in (B)(6) 2016, during which dr. (B)(6) found adhesions but the mesh was intact without evidence of recurrent hernia. She then presented to my clinic with bulges to the right of her hernia and CT evidence of recurrent ventral hernia where the mesh had pulled away on the right side with herniation of the small bowel inferiorly. I asked that she lose at least 20 pounds and stop smoking before I would offer her a repair. She was unable to lose all this weight, but she presented to me again 2 months later with worsening abdominal pain at the hernia site and increasing narcotic requirement. She was able to stop smoking cigarettes for 2 weeks, and lost a small amount of weight. She was seen by her pulmonologist and was cleared for general anesthetic. I offered her a recurrent ventral hernia repair with excision of old mesh and likely bilateral component separation. I explained the risks and benefits at length to the patient. I particularly emphasized the importance of continuation of smoking cessation and continued weight loss to minimize the risk of yet another recurrent hernia. She understood and agreed to comply and proceed. Description of procedure: ¿the patient was brought to the operating room and placed supine on the operating table with both arms out. Bilateral lower extremity compression devices were placed and preoperative antibiotics were administered. General endotracheal anesthesia was initiated. Her abdomen was prepped and draped in the standard sterile fashion and ioban was placed. I began the procedure by reopening the skin of her previous lower midline incision and carrying it down to the fascia. I incised the fascia sharply after lifting it up with 2 clamps and entered the abdomen carefully. I found that she had a previous gore-tex mesh that did not appear at all incorporated, which was anchored to the abdominal wall circumferentially using interrupted ethibond sutures. The abdominal wall was not approximated either over or under this mesh. I then undertook excision of the mesh, which included extensive adhesiolysis. The entirety of the adhesiolysis lasted approximately 3 hours. I lysed small bowel and colon off the anterior abdominal wall and excised the mesh from the abdominal wall. This left an approximately 15 x 15 cm defect in the lower midline. The peritoneum and posterior rectus sheath at the right lower abdomen were particularly thinned and retracted. I lyse all these adhesions sharply using metzenbaum scissors. There was no evidence of injury to the underlying viscera. I then extended her midline incision cephalad approximately 7 cm. I carried this incision down to the peritoneum, but I left the peritoneum intact. I then proceeded with bilateral posterior separation of components with bilateral transversus abdominis release to be able to close this large defect. The rectus sheath was entered bilaterally. This was from the costal margin to inguinal ligament. The posterior sheath was then divided to enter the plane between the internal oblique and the transversus abdominis muscle. This allowed separation of the posterior component from the xiphoid and the costal margin to the inguinal ligament. This was done bilaterally. This allowed bilateral myofascial advancement of the rectus abdominis complex to the midline, however, under a fair amount of tension. Given that the right side was more retracted than the left, I also elected to perform an anterior release of the rectus on the right, which allowed the rectus abdominis complex to reach midline. The posterior sheath was then closed using a running 0 vicryl suture. There was some tension during closure but her peak pressures were monitored, and they did not change after closure. A 10 inch x 13 inch lightweight polypropylene mesh was placed in the spaced overlying the posterior sheath. This covered the space between the xiphoid and the inguinal ligaments as well as bilateral flanks widely. It also widely covered the hernia defect. Antibiotic irrigation was used. Local anesthesia was injected into the transversus abdominis plane. I secured the mesh in place using short cardinal 0 vicryl interrupted sutures to ensure the mesh stayed flat and taut against the posterior sheath. The anterior sheath was then closed with heavy slowly absorbable suture. I inserted a 10-french jp [jackson-pratt] through the subcutaneous tissue through the anterior sheath closure just at above the mesh. This one I placed through skin in the left lower quadrant. I placed a second 10-french jp [jackson-pratt] drain through the skin in the right lower quadrant, which overlied [sic] the anterior sheath. Both of these drains were secured using a 2-0 nylon at the skin. We completed closure of the anterior sheath using 2 running #1 pds looped sutures. This resulted in a 3-layer closure of the hernia defect with minimal tension. The skin was also irrigated with antibiotic solution. The excess skin and fat were excised in a vertical panniculectomy. Subcutaneous interrupted 3-0 vicryl sutures were placed, as well as skin staples to approximate the skin. A sterile occlusive dressing was placed. An epidural was placed by the anesthesia pain team. For details of this procedure, please see operative note dictated by this team. A foley catheter had also been placed, which remained in place postoperatively. The patient was then awoken and extubated and brought to the recovery room in stable condition. All instrument, needle and surgical pad counts were correct.¿

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane . The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (3191: "mesh had pulled away") was reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10980784. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral/incisional hernia repair on (B)(6) 2013 and (B)(6) 2015 whereby two gore® dualmesh® plus biomaterial were implanted. The complaint alleges that on (B)(6) 2015 and (B)(6) 2016, additional procedures occurred whereby the gore devices were explanted. It was reported the patient alleges the following injuries: mesh removal and additional surgery on (B)(6) 2015; mesh had pulled away, mesh removal requiring an additional surgery on (B)(6) 2016. Additional event specific information was not provided.